Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
The infusion set was returned by the patient without explanation of issue. The infusion set tubing was broken from the luer. No further information is available.